Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the monitor of system 98xt intra-aortic balloon pump (iabp) did not turn on. There was no patient involvement.

Manufacturer narrative:
D4 UDI - will be blank. Updated fields: b4, e1(initial reporter), g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. Getinge fse was dispatched to evaluate the unit. Monitor did not power on. Contacts on the monitor signal connector were cleaned. Repair completed and functional tests passed. No impact to operators or patients. Equipment returned to the customer for clinical use.